Event description:
Kimberly-clark received a report from the (B)(6), stating, "hospital reports regarding gastropexy sutures breaking. An obese patient - single suture broke, two remained in place."kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(6).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event.we are unable to determine the root cause of the reported event as no lot number was provided and the device was not returned.information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. (B)(4): device not returned to kimberly-clark by customer.